Manufacturer narrative:
No outer abnormalities were noted. Leakage and a steady flow of air were observed during leak and aspiration testing respectively. Tears by the center slit of the external and internal hemostatic valves were found. This type of defect can compromise the valves' ability to seal pressure and fluid within the sheath.

Event description:
During an atrial fibrillation ablation, a faradrive steerable sheath was selected for use. An initial versacross connect for faradrive was open and inserted into the sheath. Once fully inserted the tip of the dilator appeared kinked. A new versacross connect was open and inserted without issue. Transeptal was performed and normal aspiration was done. Premap was done with the non-bsc catheter and normal aspiration was performed before and after catheter removal. Farawave was inserted to start pulmonary vein isolation and normal aspiration was done before and after catheter removal. The non-bsc catheter was again inserted to do a post map and normal aspiration was performed. It was touch up the posterior wall and intended to touch up the right inferior pulmonary vein with the farawave. That catheter was inserted once more and normal aspiration was performed. Then ablated the posterior wall when the physician noticed excessive tangling of the catheter, electrical cable, sheath flush line, and guide wire/baylis connection. He closed the sheath valve to the patient and unhooked the line to untangle everything. Once organized, he hooked the flush line up and attempted another aspiration and flush. At this point we aspirated out a ton of air and continue to pull in air while the catheter was in the sheath. The catheter and sheath were then removed from the left atrium. The catheter was taken out of the sheath and another aspiration was performed without issue. The procedure was completed using the original device and no patient complications were reported. The device is expected to be returned.

Event description:
During an atrial fibrillation ablation, a faradrive steerable sheath was selected for use. An initial versacross connect for faradrive was open and inserted into the sheath. Once fully inserted the tip of the dilator appeared kinked. A new versacross connect was open and inserted without issue. Transeptal was performed and normal aspiration was done. Premap was done with the non-bsc catheter and normal aspiration was performed before and after catheter removal. Farawave was inserted to start pulmonary vein isolation and normal aspiration was done before and after catheter removal. The non-bsc catheter was again inserted to do a post map and normal aspiration was performed. It was touch up the posterior wall and intended to touch up the right inferior pulmonary vein with the farawave. That catheter was inserted once more and normal aspiration was performed. Then ablated the posterior wall when the physician noticed excessive tangling of the catheter, electrical cable, sheath flush line, and guide wire/baylis connection. He closed the sheath valve to the patient and unhooked the line to untangle everything. Once organized, he hooked the flush line up and attempted another aspiration and flush. At this point we aspirated out a ton of air and continue to pull in air while the catheter was in the sheath. The catheter and sheath were then removed from the left atrium. The catheter was taken out of the sheath and another aspiration was performed without issue. The procedure was completed using the original device and no patient complications were reported. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.